Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set leaked coming from the clave at the y-site of port tubing. The set was used with an unspecified chemotherapy drug. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.